Event description:
It was reported that the charging unit for the ilet device displayed a blue light for a few seconds and then turned off, after which the device stopped charging. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical intervention. Investigation included basic troubleshooting and user education performed by support. Investigation of this case revealed a suspected charger malfunction consistent with a device power/charging component issue. It was concluded, based on previously established findings for similar reports, that the cause was a probable component failure of the charger.